Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2012 to report that patient has been experiencing itchiness, a rash and skin irritation at the insertion site under the sensor's adhesive patch. Patient's mother observes blisters on the skin upon removal of sensor after a complete sensor session. Patient consulted with her physician who recommended the use of a steroid cream to apply to the insertion site as well as the use of a secondary wound dressing. At the time of her call to dexcom technical support, patient's mother reports that patient's skin was healing despite still being red.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.